Event description:
During the afl ablation procedure, the tacticath se was not communicating contact force data through the tactisys. A different tactisys was used to troubleshoot. Another tacticath se was opened to resolve the issue.

Manufacturer narrative:
Fsca number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. However, this batch is associated with a potential recognition issue and loss of functionality.